Event description:
Following two partial mastectomies and a sentinel lymph node removal, a biozorb device was implanted into my breast. I developed a hard lump, chronic significant pain, significant swelling in the breast, and disproportionate breast sizes, among other things. Four years post-implantation, I had to have an additional surgery for a surgeon to remove the palpable mass and remains of the biozorb.